Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the main board had a failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue, and it has been over six years since the subject device was manufactured. Based on the results of the investigation, it is likely that the main board failure was the cause of the reported malfunction; a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during an unspecified procedure, the power lamp lights up in green, but the display does not appear. The high flow insufflation unit was used until the end by repeating on/off. The procedure was completed using the same device. There were no reports of patient harm associated with this event.